Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a right ventricular outflow tract ventricular extrasystoles (rvot ves) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced av block initially treated with temporary pacemaker and the patient was being prepared for pacemaker implantation. During the procedure, a third-degree av block occurred after ablation. A temporary pacemaker was placed and the patient is being prepared for pacemaker implantation. No catheter defect is suspected. Generator settings were 40w, 60s, and 2s pre-flushing. The event date was 10-feb-2026 and the event was discovered during the case. The patient outcome was unclear. No act due to rvot. No exchanges of sheath and catheter. No transseptal puncture performed. Ten performed ablations with rf-energy delivered.